Event description:
The customer reported that the procedure was a diagnostic colonoscopy, which was completed using the same device.

Manufacturer narrative:
A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was evaluated by a third party and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be identified. The event can be [detected/prevented] by following the instructions for use which state: 'chapter 3 preparation and inspection this section describes the equipment to be prepared before using the product and how to inspect it. 3.1 preparation and inspection flow this section describes the workflow described in this chapter. Before using the product, be sure to perform the preparations and inspections shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to "chapter 5. If it is obvious that the endoscope is malfunctioning, do not use it and send it for repair in accordance with "5.4 when to send the endoscope for repair". Warning - using an endoscope suspected of malfunctioning may not only prevent it from functioning properly but may also damage the instrument or injure the patient or surgeon. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope displayed an e315 error code (incompatible scope error). The issue occurred during preparation before use inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.